Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead exhibited oversensing and declining r wave was noted per lead trends. The rv lead remain in use. No patient complications have been reported as a result of this event.